Event description:
Additional information received via email from customer and attached in complaint on (B)(6) 2021: no patient incident found during testing.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no external damage. Functional testing found the hub screw for the motor gear was loose and separated from the other motor gear. Will add lock tight to hug screw and tighten down to factory spec during the repair process. The root cause of the reported issue was found to be a loose hub screw. Actions were taken to mitigate the reported issue:added lock tight to hub screw and tighten down to factory specifications.

Event description:
It was reported that a smiths medical pump displayed an error code 41622. No adverse patient effects were reported.